Event description:
Pharmacist of the facility reported to baxter (B)(4) of dehp free solution administration set in which pharmacist detected over infusion of unknown medication. The reported condition occurred during infusion. The patient experienced nausea and uneasiness; however, there is no report of patient/user injury or medical intervention was needed in association with this event at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.